Event description:
In 2003 a gore excluder aaa endoprosthesis was implanted to repair an infrarenal aortic aneurysm that measured 70 mm in diameter. Three months after an angiogram confirmed the presence of a distal type I endoleak, which was successfully treated with a gore excluder aaa endoprosthesis iliac extender component. Four more computed tomography scans done from november, 2003 to december, 2004 confirmed that the distal type I endoleak was successfully treated. In 2005 a computed tomographyscan revealed that the aneurysmal sac had increased to 80 mm in diameter without indication of an endoleak. Two months later, the pt was involved in a motorized vehicle accident and a computed tomography scan revealed that the aneurysmal sac had increased to 90 mm in diameter. The physician plans to surgically repair the aneurysm seven days later.